Manufacturer narrative:
(B)(4). The device was evaluated and the reported event was confirmed through the review of the event history logs. It was determined that the cause of the iipv event was due to a false empty detect and use error, further specified as an inappropriate bypass of a low drain volume (ldv) alarm during the patient¿s initial drain. Homechoice / homechoice pro apd systems patient at-home guide provides instructions on how to bypass a ldv alarm in initial drain. The guide warns that bypassing a ldv alarm during initial drain when there is still fluid left in the peritoneal cavity can result in an increased intraperitoneal volume (iipv) situation. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2013 at 22:52:14. During night drain cycle one, the patient's ultrafiltration reading was 2003ml, indicating the home patient (hp) drained 2003ml more than their maximum programmed fill volume of 1900ml. No additional information is available.